Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes, associated device data and provided image for the reported surgeon console (sc). Review of the field service notes indicate that restarting the sc resolved the issue. Evaluation of the device data indicates a loss of heart beat messages from the sc which triggered error code ¿communication loss: sc software¿ possibly due to the console cable not being properly plugged in. Review of the provided image notes that it shows an error message related to the surgeon console on the surgeon console 3d (sc3d) screen. The error message reads: "warning: surgeon console non-recoverable error. Restart surgeon console. If error reoccurs, continue from bedside or discontinue system use.". Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication loss. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, 30 minutes into the operation, the surgeon console displayed a mid-priority alarm stating, ¿unrecoverable console error. Restart the console.¿ the team identified that the data cable was not fully inserted. The issue was resolved by properly inserting the data cable and restarting the console. The reported issue caused a delay of 15 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, 30 minutes into the operation, the surgeon console displayed a mid-priority alarm stating, ¿unrecoverable console error. Restart the console.¿ the team identified that the data cable was not fully inserted. The issue was resolved by properly inserting the data cable and restarting the console. The reported issue caused a delay of 15 minutes. There was no patient injury.